Event description:
The facility's biomed engineering dept reported an infusion pump with 812:02 failure code. Info was not provided regarding whether or not the device was in pt use when the reported condition occurred. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. The hospital rep stated this pump was not involved in a pt incident this time or since last serviced by baxter. No additional contact info was provided.